Event description:
It was reported that during an ablation procedure, one farawave catheter was selected for being used; however, after connecting to flush, it was noticed there was fluid leak on back end of catheter; no error messages were displayed. The fluid leak was observed at proximal end of catheter in the flush port and no air was observed in the patient. The device was replaced, and the procedure was completed without patient complications. The device is expected to return for laboratory analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: when the catheter was first received at boston scientific's post market laboratory the device was visually inspected and no abnormalities were found. Next, a known good guidewire was inserted into the catheter and they successfully deployed the catheter to all configurations without issue. Finally, the tested the irrigation of the device and continuous irrigation was possible in all deployment configurations without issue. Device history review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the farawave's risk documentation was completed and confirmed that the event of fluid leak was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of no problem detected as the returned device met all specifications and showed no defects.

Event description:
It was reported that during an ablation procedure one farawave catheter was selected for being used, however, after connecting to flush, it was noticed there was fluid leak on back end of catheter. No error messages were displayed, the fluid leak was observed at proximal end of catheter in the flush port and no air was observed in the patient. The device was replaced, and the procedure was completed without patient complications. The device is expected to return for laboratory analysis. It was further reported that no damages were observed on the luer, the characterization of the leak was described as small drips and no abnormalities were noted during preparation.